Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 12-jan-2017, an field service engineering (fse) conducted an onsite follow up to address the reported event. Fse found a defective incubator and replaced it. They checked and aligned the in and out positions for the cup transfer with the incubator and ran micro "evaluate cup transfer" 8 times. The customer ran quality control (qc) and reported no issues. The instrument was operating as expected. There was no further action by fse. The most probable cause of the reported event was due to a defective incubator.

Event description:
On (B)(6) 2017, a customer reported error 4163 x-axis cup transfer, z-axis home overrun while calibrating thyroid peroxidase autoantibodies (tpoab) with their aia-2000 analyzer. The customer is unable to run bhcg pregnancy hormone and ckmb cardiac marker patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.